Event description:
The customer reported that the unit is not powering up on ac power.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not powering up on ac power. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.